Event description:
As reported by the user facility information by bbm sales organization in france: "dysfunction -death". According to the customer: "the syringe pump stopped during the infusion (noradrenaline). The treatment could not be administered, which accelerated the death of the patient (patient at the end of life). Incident on 28/07 between 3 p.m. And 4:45 p.m. The customer will return 6 devices to us for inspection because she does not know with which the incident occurred. Further information: we could not to clearly identify the malfunctioning unit, but it would certainly have been (B)(6), which paused at 3.28pm, or (B)(6), which paused at 3.56pm. We could not identify the cause of this malfunction. We do not know whether an alarm was triggered before the syringe stopped. When the nurse entered the room, there was no indicator light. The noradrenaline syringe was prepared with a concentration of 2 mg in 50 ml. A continuous infusion of noradrenaline was planned until the decision of the medical team to stop the electric syringe pump. However, we found in our software that this syringe was stopped at 3.28pm without any explanation. In view of the dose of noradrenaline administered to the patient, the infusion time for a 50 ml syringe was estimated at 1 hour 20 minutes."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: faulty function. Faulty function. 1. General information: complaint:(B)(4). Examination carried out by: (B)(6). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 4636 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from (B)(6) 2023 (specified date of the incident, given from the costumer) were investigated. At (B)(6) 2023 12:04 pm an infusion started at the day before was finished. The syringe was taken out and at 12:05 pm a new bd plastipak 50 ml syringe was inserted. The infusion was started with a rate of 2 ml/h. Up to that time the device has delivered a volume of 48 ,24 ml (act. Volume infused) in the infusion started the day before. The infusion was stopped at 18:12 pm by pressing the start/stop button on the keyboard. Up to that time the device has delivered a volume of 60,53 ml. In the same minute the device was set into standby. No anomalies could be detected inside the history files. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (33-03-185) on the lower housing were intact and undamaged. Liquid residues at the area of the operating unit could be detected. Furthermore, the device is in a clean state and no visible damaged parts are to locate. (Pictures are attached to the pc notification). 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bbraun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,88%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 (see lab results attached to the pc-notification). 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.6 test equipment: description:n/a. Typ nr.: n/a. Lab.-ID.-nr. 3.7 for examination used disposables: description:bd plastipak 50 ml. Ref.: (B)(4). Lot:2204097. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The complaint malfunction could not be reproduced ore detected inside the history files.